Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the 2.50x12mm taxus liberte drug eluting stent was found to have stent damage. The procedure was completed with another taxus liberte stent. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
Product analysis cannot confirmed the difficulty stated in the complaint. The returned product included the stent delivery system (sds) with stent and can confirm stent damage. The sds with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was damage to the stent. The stent had two strut pairs from the proximal end with damage extending 360 degrees. The manufacturing records review confirms that the device met all material, assembly, and performance specifications. It was not possible to determine how or when the stent became damaged and it was stated that the device was not used in the procedure. The exact cause of the complaint could not be determined therefore the most probable root cause will be documented as handling damage due to the handling of the device without patient contact either during the clinical procedure or unpacking/preparation.